Manufacturer narrative:
Macroscopic examination confirms tip of probe broken off, with approx. ~22mm of the tip missing, and not returned for analysis. Inspection of shaft diameter, tip width and material hardness confirms conformance to print specification. Fracture surface analysis revealed a fairly rough, irregular surface, with no indication of fatigure or torsion. The direction of material deformation suggests the direction of fracture. The above observations are consistent with bend stress overload.

Event description:
It was reported that the tip of the probe bent. The tip broke off while attempting to straighten. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.